Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the locking screw up on caliper was too tight and cannot loosen easily. It did not happen in surgery. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found signs of heavy use at the pfc spec1 patellar caliper, the locking screw up was jammed and cannot loosen, also the screw appears to be off axis. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A functional test was performed and was able to replicate the reported jammed condition due to the locking screw up of the pfc spec1 patellar caliper was stuck and does not works correctly. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pfc spec1 patellar caliper would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (b0608) provided is not a valid finished goods lot#.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the locking screw up on caliper was too tight and cannot loosen easily. It did not happen in surgery.